Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2022 during an unknown procedure and ¿are coming apart at the end of the case¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. Further information was requested through the sales representative; however, the representative has reported that he has not heard back from the facility. To date we have not received any further information from the facility. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium was being used on 08mar22 during an unknown procedure and ¿are coming apart at the end of the case.¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. Further information was requested through the sales representative; however, the representative has reported that he has not heard back from the facility. To date we have not received any further information from the facility. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: e1 zip code was changed from 27502 to 27520 manufacturer narrative: reported event of device coming apart at the end of the procedure is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 reports, regarding 55 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. This issue will continue to be monitored through the complaint system to assure patient safety.